Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break and deflation issue occurred. The patient presented with coronary occlusion and was undergoing atherectomy. A 3.50 mm x 20 mm nc emerge balloon catheter was advanced for dilatation. However, when the balloon was inflated, the shaft broke, and the balloon was difficult to deflate. The balloon was removed in a partially inflated state. An alternate device was used to complete the procedure. There were no patient complications.